Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 catalog # removed, d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). The device and electrodes were returned to zoll medical corporation for evaluation. The device was functionally tested without duplicating a fault to the device that may have contributed to the customer report. It is important to note the device was capable of delivering therapy and the gel provides additional assurances for patient coupling. The device will be recertified and returned to the customer. Evaluation of the electrodes confirms the customer's report of the gel partially peeling away from the electrode. Gel peeling is mitigated through labeling/ illustrations in the IFU and physically through a reinforced "tape lane" seen on the lower edge of the bottom pad. There is damage present on the corner of the foam which is evidence that the user did not follow the illustrations on the electrode pad set for opening the packaging. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 51-year-old female patient, the electrode pads were damaged after removing them from the packaging and was not possible to attach the electrodes to the patient or defibrillate. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.